Event description:
Same case as MDR ID # 2134265-2013-02846, 2134265-2013-02848. It was reported that during a percutaneous coronary intervention, motor drive failed to pullback. Access was obtained via femoral artery. The target lesion was located in an unknown vessel. During the procedure, the motor drive did not pullback. Automatic pullback was attempted again, but failed. Then manual pullback was attempted and the procedure was completed. No patient complications were reported and the patient's condition is unknown.

Manufacturer narrative:
Age at the time of event: above 18. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).